Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the device monitoring status. Analysis of the device memory had an observation relating to diagnostics/data collection. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed question mark symbols in the place for percentage of pacing and in the place of the percentage of the cycles. Cardiac compass had invalid data, and re-entered patient information also displayed as question marks. Data review revealed a single bit error. Electromagnetic interference (emi) was suspected from the radiotherapy for prostatic cancer. The device remains in use with continued follow-up. No patient complications have been reported as a result of this event.